Manufacturer narrative:
The customer was contacted by a medela clinician on (B)(4) 2016 and had received a replacement pump from her rental station. The customer stated that her mastitis has cleared up completely. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 that she was getting an error message with her symphony breastpump and it was shutting off. The customer also reported having mastitis and taking the antibiotic dicloxicillin.